Event description:
It was reported that a brand new autopulse nimh battery with serial number (B)(4) would not hold a charge. The battery was cycled two times. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.